Event description:
Boston scientific received information from the local health care professional (hcp) that this device was pacing non-stop. The hcp reported that the device was displaying intermittent capture. The local boston scientific field representative was unaware of any additional information. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.